Manufacturer narrative:
A ge rep evaluated the system and replaced the user interface. The system operates as intended.

Event description:
It was reported that the right and left user interfaces were down, and the system was unusable. No pt injury was reported.